Manufacturer narrative:
Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. However, photo was provided. It shows a cartridge with a big hole at the tip. The reported issue was verified through the photo; however, since there is no sample returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Product quality deficiency could not be determined. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date : not applicable as this is not an implantable device. Explant date : not applicable as this is not an implantable device. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing the lens, the plunger went under the lens and the cartridge tip broke. It was indicated that the cartridge tip had a contact with the patient eye. The iol was not implanted and did not contact with the patient eye. Another lens and cartridge was used by the account and there was no delay in procedure reported. It was noted that the product was not available for return. No further information is available.